Event description:
It was reported that "black particles" were noted in a medication vial after the syringe drew up its contents.

Manufacturer narrative:
It was reported that "black particles" were noted in a medication vial after the syringe drew up its contents. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Samples of opened syringes and a used vial were returned for evaluation. The reported problem/issue was confirmed. Additional information received from the reporting facility indicated that a hypodermic-regular bevel needle was used to draw medication. Such a needle is not designed to penetrate medical vials and blunt tip needles should be used instead. The root cause was determined to be use error. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.